Manufacturer narrative:
B5: on (B)(6) 2021;. Lens was removed and a shorter length lens was implanted. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021 a 13.2mm, vticm5_13.2, -11.0/+6.0/148, implantable collamer lens was implanted into the right eye (od) of a patient with keratoconus. It was reported that excessive vault, refractive surprise, narrowing of angles due to vault was observed. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.